Event description:
It was reported that the patient was in warming mode and was not warming. It was reported that the machine was alarming for temperature deviation. The patient had wraps, warm blankets, and a bear hugger and was still not warming. The customer thinks it could potentially be a neuro issue with the patient, but is also concerned that the staff had been changing settings or that the probe may be inaccurate. The patient temperature had been up to 35.6 c with a goal of 36 c and then dropped to 34.7 c.

Manufacturer narrative:
The cause of the patient temperature deviation was not due to any specific component malfunction. It was reported that the deviation could have been due to a neuro issue with the patient, the staff changing settings, or an inaccurate probe. The issue was resolved for the customer by a clinical nurse consultant advising the customer on use of the device.

Event description:
It was reported that the patient was in warming mode and was not warming. It was reported that the machine was alarming for temperature deviation. The patient had wraps, warm blankets, and a bear hugger and was still not warming. The customer thinks it could potentially be a neuro issue with the patient, but is also concerned that the staff had been changing settings or that the probe may be inaccurate. The patient temperature had been up to 35.6 c with a goal of 36 c and then dropped to 34.7 c.